Event description:
It was reported that during the implant of a bifurcated device, a suprarenal aortic extension, and a limb extension the physician had difficulty deploying the limb extension. Specifically when the physician attempted to deploy the limb extension the yellow dial just turned like it was stripped. The physician then used the pin and pull method to deploy the device. It was determined the patient had an endoleak in the left iliac and the physician implanted two additional limb extensions. The patient is expected to have follow-up in 30 days.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were not provided by the hospital therefore no clinical assessment could be performed. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the reported event has been inconclusive.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.